Event description:
It was reported to philips that the system's wireless footswitch was intermittently not working, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using the same footswitch because it remained operational. The customer reported an issue that the wireless footswitch was intermittently not functioning during clinical use. The philips field service engineer (fse) inspected the system onsite but was unable to replicate the issue reported by the customer. The fse tested the footswitch, and it functioned normally. As a preventive measure, the fse resynchronized the wireless footswitch and performed multiple tests, confirming that it was operating as intended. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence; therefore, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact and no delay on the completion of the procedure for the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.